Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during fill one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) advised patient to check patient line for kinks, clamps were open, check transfer set was open, close then reopen it and press go to resume fill. Rts advised the patient to contact their nurse to advise further. There was no patient injury or medical intervention associated with this event. No additional information is available.